Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the suspect vela ventilator displayed multiple transducer fault errors and transducer alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Despite the successful calibration of pt802 transducer, the calibration point has changed by 40 percent. Pt802 transducer has shifted.